Event description:
It was reported that the patient presented to the emergency room after experiencing pain at the incision site. An ultrasound confirmed the patient had developed a hematoma. The patient was given medication for the pain. During the next visit, the hematoma was still present. The patient was given anti-inflammatory and pain medication. The patient was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.